Event description:
Event reported by plaintiff's attorney. The legal complaint states the following; pt had a sling implanted on (B)(6) 2009. Type of surgery was transvaginal tape procedure. Plaintiff underwent another surgery on (B)(6) 2010 to remove mesh due to erosion and extrusion of mesh. Plaintiff claims injuries such as vaginal laceration, dyspareunia, and infections. A caldera product was not specifically noted in the medical records we received (i.e. No product name, part number or lot number).